Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and resistance were not within required specifications. Contamination was found on a component of the force sensor assembly. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the prime history showed large prime volumes had been recorded. During the load step, the pump pushed out 50 units of insulin. Evaluation revealed that the force sensor calibration and force sensor resistance were not within required specifications. The pump was opened and contaminated was found on a force sensor component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.